Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient experienced ventricular arrhythmia. Action taken for resolution is unknown. Additionally, it was noted that the patient had a very small left ventricle making it difficult to position the device correctly. While attempting to advance the position of the impella, the cannula kinked forcing the removal of the pump. The physician explanted the device, and it was reported that the patient survived the procedure.